Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter ,per additional information received the device prefired.

Event description:
According to the reporter, prior to use for an open procedure for malignant stomach tumor, the device was unable to load. Also, the jaws were not closing on the tissue and the two halves did not join and locked in place. There was no patient injury.